Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An initial interrogation of the pacemaker was not feasible. The pacemaker was operating in a safety backup mode. Using a technical programming tool, the memory content of the device was inspected. The inspection revealed, that the device switched into the safety backup mode as a result of the detection of invalid memory content. After the manual correction of the invalid memory content, the device was operating as expected. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect invalid memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction.

Event description:
Ous MDR - at m36, it was impossible to interrogate the device. This patient was treated with radiotherapy without protection for the device. Attempts at reinitialization failed.